Event description:
It was reported that the pt underwent a bunionectomy. Eight days after the surgery, the pt presented with a reaction. Cellulitis was noted and the pt required the an incision with drainage.